Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow keypad button was intermittently responsive; all of the other keypad buttons responded to button presses as expected. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. A test display screen was used and the display functioned properly. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient states that the up arrow button was not activating desired pump functions properly and the patient needed to press it a certain way to activate a pump response. He said he felt like the button is sliding underneath the rubber. This complaint is also related to MFR report # 2531779-2012-00780 for a different incident on the same product.